Manufacturer narrative:
A4: patient weight added to the report. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received, stated that the patient regained full sensory and motor control. The patient is doing well.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost sensory and motor response in their lower extremities during a lead replacement surgery (related manufacturer reference numbers 1627487-2020-00134, 1627487-2020-00135) on (B)(6) 2020. The procedure was aborted and the implanted 3228 lead was explanted. Post-operatively, the patient was admitted to the ICU for monitoring. The patient recovered later on (B)(6) 2020 and regained full control of their lower extremities and sensory feeling.